Event description:
It was reported during a laparoscopic cholecystectomy the trocar seals leaked pneumo during the case. They were removed and replaced with new trocars. There was no consequence to the pt.